Event description:
It was reported that a x-tip separated in a patient's cortical bone. As a result of this malfunction, surgical intervention was required to remove the separated piece.

Manufacturer narrative:
In this event, it was reported that a x-tip separated in a patient's cortical bone. As a result of this malfunction, surgical intervention was required to remove the separated piece. Therefore, because surgical intervention was required to preclude permanent damage to a body structure or permanent impairment of a body function, this event meets the criteria for reportability. The device was returned, though upon receipt it was noted that the packaging was torn and did not contain the product. Because of this and since the lot number was not provided, no evaluation is possible.